Manufacturer narrative:
(B)(4). Bard MDR#: 1018233-2010-00122. MDR ref#: 9615742-2010-00056 (avaulta posterior biosynthetic support system). (B)(4).

Event description:
Procedure: urological. According to the reporter: the pt underwent an anterior repair and poster repair procedure for treatment of pelvic organ prolapse. Allegedly, the pt experienced damage to an organ system and pain. Pt has undergone or will undergo corrective surgery or surgeries. The device remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s attorney that as a result of having the mesh implanted the patient has experienced significant constant pain in groin, pain in tailbone area when sitting, bladder incontinence, discomfort with urinating and bowel movements, numbness in left leg, unable to have sex due to pain, depression sleep problems. Has sustained permanent deformity and loss of a bodily organ systems., has undergone or will undergo corrective surgery or surgeries. The reason for mesh implantation was bladder and rectal prolapse, vaginal vault prolapse, and stress urinary incontinence.